Manufacturer narrative:
S/w 2.8c, not in manufacturing mode. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarms or rewind anomalies noted during testing. However, corroded motor home switch noted during visual inspection. Unit received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The blood glucose level was unknown. The customer reported that the insulin pump was rewarding, he was walking through rewind steps, stated that the piston was all the way forward pressed rewind and it did not move at all but popped up with complete. The troubleshooting was not mentioned. The insulin pump being returned for analysis.